Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several loss of prime warnings, which were due to non-zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump was exercised for 24 hours, during which no loss of prime warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the bolus and prime sequence functions. Unrelated to the reported issue, the battery compartment was observed to be cracked from the bottom of the grip pad to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a loss of prime warning occurred 3 or more times within a 30 day period, during which at least 3 separate cartridges from 2 separate boxes were used. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.